Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the device logs were received for review. Review of the logs observed the customer's report. It was recommended that the customer replace the main board to resolve the report.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device alarm technical failure 316 occurred due to experiencing o2 leakage failure.